Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release manufacturing specifications. (B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak. Additionally, per IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, follow-up examination reportedly revealed a distal type I endoleak from the right contralateral leg. The cause of the endoleak was not reported, and aneurysm size was unknown. On (B)(6) 2020, a reintervention procedure was performed whereby the right internal iliac artery was coil embolized, and an additional stent graft was implanted to extend into the right external iliac artery to treat the distal type I leak. During the procedure, a type ii endoleak originating from a lumbar artery was also reportedly identified. The physician opted to take a wait-and-watch approach in regard to the type ii endoleak. The procedure was completed without any further reported complications. The patient tolerated the procedure and will continue to be monitored by the physician.